Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
"Lens was exchanged on (B)(6) 2019 for a same length, same model lens. The problem was resolved." Should be added in the initial MDR. Patient code 3191: secondary surgery- exchange. Claim#: (B)(4).

Manufacturer narrative:
Adverse event. Outcomes attributed to adverse event: required intervention to prevent permanent impairment/damage (devices). On a follow up visit on (B)(6) 2019, it was reported that the patient has "slight anterior capsule opacity, anterior chamber quiet and open angles". Should have been included in supplemental medwatch report #1. Explanted date: (B)(6) 2019. Patient code: 1791, patient code: 1766, patient code 3191: no code available (angle closure), device code 1494: off-label use (under 21yrs of age at date of implant), device code 2017: improper or incorrect procedure or method. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -12.50/3.0/093 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2019. Angle closure with elevated iop (26 mmhg) and low vault were assessed on (B)(6) 2019. Eye status on (B)(6) 2019, "ac quiet with minimal corneal edema. Near va j8." Lens remains implanted.